Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and the irrigation tube) was analyzed, and a visual evaluation noted that the handle did not have evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly and irrigation tube were returned for analysis. Upon analysis of the returned component, the handle did not have evidence that the trip wire was secured into the handle slot which can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope; however, since the ligator head was not returned for analysis, it is not possible to determine if the alleged deployment problem was due to the trip wire not being secured into the handle slot or the combination of the ligator housing having some damage and the trip wire not being secured into the handle slot. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligation procedure for hemostasis performed on (B)(6) 2024. During the procedure, the bands overlapped and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose bleeding ligation procedure for hemostasis performed on (B)(6) 2024. During the procedure, the bands overlapped and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.